Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mount would not disengage from the implant (tsvt4b13). The procedure was completed with another item from stock. Tooth location 21.

Manufacturer narrative:
This report is being submitted to relay corrected and additional information to supplement (B)(4). The following sections are being reported: b5: it was reported that the mount would not disengage from the implant at tooth location 21. The procedure was completed with another item from stock. There was no report of patient injury. D1: tsvt mtx tapered screw vent implant d4: 31 jan 2023 d6: (B)(6) 2018. D7: (B)(6) 2018. D8: correction: no. E2: correction: yes, dentist. G4: 27 feb 2019. G7: follow up. H1: malfunction. H2: correction, additional information, device evaluation. H3: evaluation summary attached. H4: 08 jan 2018. H6: method, results, conclusion codes. H8: correction: initial use of the device. H10: manufacturer narrative and corrected data. The reported device was returned with the corresponding transfer mount and retaining screw. Visual inspection revealed minimum wear about the threads, collar, and vent. The mount screw shows some signs of wear. Functional testing revealed that the screw and mount hex were able to be removed with hand loosening torque. The reported condition of a mount that would not disengaged from the implant was not confirmed. A device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. Based on the DHR review, there were no manufacturing deviations that suggest that the device caused or contributed to the reported event. A complaint history review revealed no additional complaints of the reported item lot and category. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the mount would not disengage from the implant at tooth location 21. The procedure was completed with another item from stock. There was no report of patient injury.